Event description:
Event verbatim [preferred term] when she opened the wrap she found that it all was covered with the black particles inside the package [device leakage] , using thermacare heatwrap neck, wrist and shoulder on her back [device use issue]. Case narrative:this is a spontaneous report from a contactable nurse reporting on herself. An 80-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: n59789, expiration date: apr2019) from an unspecified date as needed for back pain. Medical history included blood pressure abnormal and elevated cholesterol. Concomitant medication included ongoing diltiazem capsule for blood pressure and ongoing pravastatin for elevated cholesterol. The patient stated she was using the neck, wrist and shoulder heatwrap on her back on an unspecified date. Nurse mentioned that it was the brand new packet she just bought it and when she opened the wrap she found that it all was covered with the black particles inside the package. She did not use the product after she noticed black particles. The patient further stated she had never used the thermacare patches that had the black particles. She simply notified you to make you aware of the problem. She had since been using thermacare and had not had the same problem with the particles in the packages. There had been no issue or event that happened because the defective ones were never used. There was no doctor or hospital visit involved. Action taken with the suspect product was dose not changed. The outcome of event using thermacare heatwrap neck, wrist and shoulder on her back was not resolved. The outcome of the other event was unknown. According to the product quality complaint group: investigation summary: the root cause category is non assignable (complaint not confirmed). The alleged defective sample is not available for evaluation by the site. Without the defective wrap for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Review of shiftly production records did not mention issues with cut cells during manufacturing of the batch. Retained samples met the product description and the product is within expiration date. Follow-up (20dec2016): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (14dec2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (13nov2019): new information received from a contactable nurse included: additional event details, action taken updated to dose not changed and outcome of event using thermacare heatwrap neck, wrist and shoulder on her back updated to not resolved. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: the event "when she opened the wrap she found that it all was covered with the black particles inside the package" (device leakage) and device use issue were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device., comment: the event "when she opened the wrap she found that it all was covered with the black particles inside the package" (device leakage) and device use issue were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.

Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed). The alleged defective sample is not available for evaluation by the site. Without the defective wrap for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Review of shiftly production records did not mention issues with cut cells during manufacturing of the batch. Retained samples met the product description and the product is within expiration date.

Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed). The alleged defective sample is not available for evaluation by the site. Without the defective wrap for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Review of shiftly production records did not mention issues with cut cells during manufacturing of the batch. Retained samples met the product description and the product is within expiration date.

Event description:
Event verbatim [preferred term] when she opened the wrap she found that it all was covered with the black particles inside the package [device leakage] , using thermacare heatwrap neck, wrist and shoulder on her back [device use issue] , . Case narrative:this is a spontaneous report from a contactable nurse reporting on herself. An (B)(6) female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: n59789, expiration date: apr2019) from an unspecified date for back pain. Medical history included blood pressure abnormal and elevated cholesterol. Concomitant medication included diltiazem capsule for blood pressure and pravastatin for elevated cholesterol. The patient stated she was using the neck, wrist and shoulder heatwrap on her back on an unspecified date. Nurse mentioned that it was the brand new packet she just bought it and when she opened the wrap she found that it all was covered with the black particles inside the package. She did not use the product after she noticed black particles. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. According to the product quality complaint group: investigation summary: the root cause category is non assignable (complaint not confirmed). The alleged defective sample is not available for evaluation by the site. Without the defective wrap for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Review of shiftly production records did not mention issues with cut cells during manufacturing of the batch. Retained samples met the product description and the product is within expiration date. Follow-up (20dec2016): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (14dec2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment the event "when she opened the wrap she found that it all was covered with the black particles inside the package" (device leakage) and device use issue were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device., comment: the event "when she opened the wrap she found that it all was covered with the black particles inside the package" (device leakage) and device use issue were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.